Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to recall the alleged meter issue began. It is not known if the patient takes any medication to manage her diabetes or if she made any changes to her usual diabetes management when she was unable to obtain a result due to the alleged issue. The patient reported that an unknown time after the alleged issue started, she became ¿dizzy, lightheaded and thirsty¿. It was not reported if the patient received any treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the device was not being used for the first time. The csr documented that the correct strips were being used for testing and that the correct testing process was being followed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.